Event description:
Caller reports that the patient tested 127mg/dl on the device, while a lab draw taken at the same time read 6mg/dl. No treatment methods provided by caller. Quality controls were reportedly used and fell within acceptable limits. Requested return of suspect device and replacement was sent.